Event description:
The customer called to report low battery life. Troubleshooting was performed, and the low battery life continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display, due to a faulty mother board. Unable to test for currents due to the blank display.